Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: support plate, stabilizer, implanted mitraclip (x2), mitraclip delivery system (x1). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The steerable guide catheter (sgc) was returned consistent with the reported use of the device and post procedure handling. In an effort to confirm the reported difficulty inserting the dilator into the sgc, the returned dilator was de-aired, and then the stopcock and the rotating hemostasis valve (rhv) were closed. The dilator was then inserted into the sgc with no difficulties. This was repeated again, and no difficulties inserting the dilator into the sgc were noted. Therefore, the reported issue of difficult dilator insertion into the sgc was not confirmed. In an effort to confirm the reported sgc leak, the sgc was connected to a leak tester to perform air leak testing; the device passed the leak test all 3 times. Next, a 3-way stopcock with extension tubing was attached to the sgc flush port to perform a fluid column test. The sgc was de-aired and flushed and no leaks were noted. The tip was covered and submerged into a water bath to perform the fluid column test. The guide valve was checked for leaks by raising the handle to a vertical position for 30 seconds. There were no leaks or loss of fluid column observed. The test was performed 3 times without any issues noted. The sgc was then inserted into a water bath with a simulated inferior vena cava to simulate the clinical condition. A proxy clip delivery system (cds) was then flushed and de-aired and inserted into the hemostasis valve of the guide until the clip exited the soft tip of the guide. No bubbles or loss of fluid column in the sgc hemostasis valve was observed during cds insertion or removal. The reported sgc leak was not confirmed. Additional follow-up with the reporter confirmed the correct device was returned. Potential causes for sgc leaks/loss of fluid column can include, but are not limited to, user technique/procedural conditions, such as the steps utilized to de-air the device during guide preparation, loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe) or manufacturing anomalies (tears or missing silicone in the valve). As part of the mitraclip manufacturing process, all steerable guide catheters are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device and the accessories passed all in-process and final inspections, including a leak test and verification that silicone was applied to the guide valve. Additionally, there were no non-conformances issued for this lot, and a review of the complaint handling database indicated there have been no other reported incidents of leak or difficulty inserting dilator. With respect to user technique/procedural conditions, the loss of fluid column can be influenced by the steps utilized at the account during cds insertion, loose connections between the luer port and accessory devices (i.e. Stopcock, high pressure tubing or syringe) or sgc tip coming in contact with the adjacent tissue, creating a vacuum and resulting in loss of fluid column. In this case, although the analysis was did not confirm the reported issues, the discrepancy between what was reported and what was observed was likely due to the steps utilized by the user for positioning, inserting and/or hydrating the dilator, and is thus attributed to user technique. There is no evidence of a product quality deficiency associated with the device.

Event description:
This report is being filed to capture the loss of fluid column which occurred with the steerable guiding catheter. Loss of fluid column has potential for injury. It was reported that on (B)(6) 2013, the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip (10219425/12) was implanted and the mr grade was reduced to 1. Three months post-procedure, it was found that the clip detached from the posterior leaflet, remaining on the anterior leaflet, and the patient experienced dyspnea. There was no leaflet damage noted due to the detached clip. Per the physician, the cause of the clip detachment was not known, but the clip was not a contributor. A second mitraclip procedure was performed on (B)(6) 2014 to treat the single leaflet detachment and the increased mr grade of 4. The steerable guiding catheter (sgc) was prepared per the instructions for use (IFU). During preparation, it was noted that the dilator was more difficult than usual to insert. This occurred outside the anatomy, during preparation. The sgc continued to be used and one clip was implanted without issue. The mr grade was reduced to 3. When a second clip delivery system (cds) was inserted into the sgc, the fluid column was lost. The sgc was removed, and it was confirmed that no air entered the patient. The decision was made to not implant the second clip. The patient was clinically stable post-procedure and there was no clinically significant delay in the procedure.